Event description:
Boston scientific received information that a red alert was detected due to high out of range shock impedances. The boston scientific sales representative (sr) was contacted and had no further information regarding the outcome. He will be checking with the clinic for additional information.

Manufacturer narrative:
The device and right ventricular lead remain in service at this time. Should additional information become available, this report would be updated.